Event description:
It was reported that revision surgery was performed due to pain, which began in 2006. Limited movement, stiffness and around 10 minutes walking time reported. In (B)(6) 2010 the patient complained of pain in her left hip and down the lateral aspect of her left thigh to the knee and pain down to her ankle.